Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also report the power error detected alarm. The customer was able to clear and rewind the insulin pump. The customer's blood glucose was 300 mg/dl. The insulin pump will be return for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Power error noted due to connector resistance issue electrical board no unexpected battery power loss noted during testing.